Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the customer's insulin pump alarmed with external flash crc error. Customer reported that the alarm occurred during normal use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No e15 alarm noted. (B)(4).